Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A check clutch plunger alarm was found in the event history log (ehl). This error was not found during an occlusion test. This error was produced because the end user manipulated the plunger assembly at the beginning of the infusion which was causing the check clutch error. The alarm reported by the customer was not confirmed during the investigation. A different alarm (check clutch plunger) was found. A user interface issue was established as the root cause. The leadscrew and clutch halves were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced a travel position error. No patient injury or complications were reported in relation to this event.